Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported recurrent mitral regurgitation (mr) was due to tissue injury, and tissue injury was related to pre-existing patient conditions of poor tissue health. The reported patient effect of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device and procedure referenced is filed under separate medwatch report number.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, medical intervention and prolonged hospitalization. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium and extremely poor tissue health due to disease of progression. On (B)(6) 2021, two clips (B)(4) were successfully deployed, reducing mr to 2. On (B)(6) 2021, the patient was re-hospitalized due to recurrent mr. The physician stated that both clips are stable on the leaflets; however, tissue tearing was observed. The patient under went a second mitraclip procedure and one additional clip was implanted. However, mr did not change and the tissue damage was not successfully treated. No additional information was provided.